Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, h6 corrected data: e1 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus surmised that the cause of the no image was poor contacts caused by faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The video system exhibited no image. There were no reports of patient involvement.